Event description:
Asr resurfacing right hip. Reason for revision - femoral neck fracture.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr resurfacing right hip, reason for revision - femoral neck fracture, cup left in situ and revised during 2nd revision. Resurfacing to xl patient, cup remained in situ in this revision. See (B)(4) for 2nd revision, where cup was revised. Update received: (B)(6) 2014 - marked as legal, added (B)(6) reference number, cross referenced and added hospitals: (B)(6).

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.